Event description:
An orsiro drug-eluting stent system was selected for treatment. Stent came off the wire with the removal of the stent protective cover before insertion. The stent fell outside of the sterile field.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes only the stent was returned and subjected to a technical investigation. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The stent was returned unprotected in a plastic bag. The stent is deformed (i.e. Kinked twice) in its center. Both the delivery system and the stent protector were not returned for analysis. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.